Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: there were no power interruptions observed in the pump's black box download. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The battery compartment was found to be cracked. The battery cap was stripped and unable to maintain an electrical connection. A test cap was inserted into the pump and used to complete a 24 hour duration test with no further power issues observed. The pump passed a delivery accuracy test with no issues.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 480mg/dl, with moderate ketones, nausea, and a headache, associated with an alleged intermittent power issue with damage. Reportedly, the patient remained on the pump, and was treated with insulin via injection by a non-healthcare provider. During troubleshooting with customer technical support, it was revealed the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to be tightened to the pump, and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.